Event description:
The lead was capped on (B)(6) 2011. Due to inappropriate shock. Patient had 21 shocks from a broken fidelis. She was working on her boat at (B)(6). Patient was then life-flighted to (B)(6) medical center for the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).